Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. On (B)(6) 2018, the unit was triaged and service found that the lcd display had lines and that the display was not completely legible due to the line across the display.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿ lcd display had lines. After follow up request for more information, the service tech states the display was not completely legible due to the line across the display.¿ the unit was triaged and the reported condition was confirmed. The potential root cause is excessive damage due to customer misuse. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.